Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, leakage occurred. The following information was provided by the initial reporter: when did the incident occur? During use. When products are injected, the liquid leaks out of the device. The device is not leak-proof. It was reported that during the injection of products, the liquid leaks outside the device. The device does not provide a complete seal, and furthermore, even when connected, blood flows back, leading to significant blood loss in the child. Risk of catheter blockage and infection.